Event description:
The customer reported that the system displayed a 'ma on in error' error message and crashed a couple of times. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage was adjusted on the high voltage supply regulator board, the system software was reloaded and a filament calibration was performed. The system was then found to be operating as intended.